Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter was replaced and the oil mist filter housing spring tension was adjusted to resolve the haze/mist issue. Unit meets specifications and was returned to service. (B)(6). (B)(4).

Event description:
A customer reported an event of "oil misting" or haze emitting from the sterrad 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the haze/mist issue was reviewed for the previous six months and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The part was not available for return and further evaluation. The assignable cause of the haze/mist issue is the catalytic converter and oil mist filter housing spring tension. The field service engineer replaced/adjusted/cleaned these parts and confirmed the sterrad 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).